Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6), 2010. Subsequently, the patient was revised on (B)(6), 2011, due to loosening of the acetabular cup. The modular head, acetabular liner, and acetabular cup were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number four states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity". The user facility was notified of the event on (B)(4), 2011. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.